Event description:
Deflation of right saline implant, followed by bilateral explantation and replacement with another brand. Recommended fill of implant is 375-405cc. Only 370 cc was placed in right implant, 400cc in left. Product insert states do not underfill.